Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting loss of capture despite maximum device outputs one day post implant. The lead was found to have dislodged and was removed from service. A new lead was implanted without further incident.